Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure when the first package was opened, the thread was disengaged from the needle. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient harm.